Event description:
It was reported that there was high impedance and possible fracture. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and lead impedance out of range alert. Beginning on (B)(6) 2014, rv bipolar lead impedance measured 2869 ohms rising to over 3000 ohms (B)(6) 2014. Rv lead impedance warning occurred on (B)(6) 2014 for impedance greater than 3000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).